Manufacturer narrative:
Visual inspection of the returned tasp bottom identified that the component had fractured into 2 pieces near the post. The reported issue has been investigated through a corrective and preventative action. (CAPA) this device is used for treatment. Product history search identified 7 other complaints for this part and lot combination. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6), 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Event description:
It was reported that the fractured tibial articular surface provisional (tasp) was discovered after trialing. No pieces fell into the patient, all pieces came out when the trial was removed. There was no reported delay in surgery and no reported harm or injury to the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.